Manufacturer narrative:
A sample has not been returned for eval. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported several dull knives during multiple surgeries over a period of time. There was no patient harm reported.